Event description:
It was reported that during surgery device would not fit into mating device causing the patients pelvis to fracture due to repeated driving of the liner to the shell. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI :(B)(4). Complaint sample was evaluated and the reported event was confirmed .the device was returned and evaluated against the complaint. Visual inspection found debris affixed to the outer radius of the shell. Light scratching was observed on the inner radius. No damage to the locking groove. The no debris was present inside the locking groove. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found root cause was unable to be determined. A summary of the investigation has been sent to the complainant if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 010000925 g7 hi-wall e1 liner lot #6091199, item # 010000928 g7 hi-wall e1 liner lot #6099094, item # 010000847 g7 hi-wall e1 liner lot #6384403, item # 110010242 g7 osseoti multi hole shell lot #6398803. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02577, 0001825034-2019-02578, 0001825034-2019-02574, 0001825034-2019-02581.

Event description:
It was reported that 3 different liners would not fit into their mating shells during surgery. The procedure was completed using back-up products. Additional information was requested however, none was available.